Event description:
Initial insertion went well. Catheter was not trimmed to length. Xray should tip in appropriate place. Later, pt's condition deteriorated. Xray showed pleural effusion and catheter tip had migrated 8 - 9 cm and looked to be in the pulmonary vein. Left side of chest illuminated to midline with fluid. Pt had needle aspiration and chest tube placed to drain fluids. Reference user facility report # 1400670000-2005-8001.